Manufacturer narrative:
Handpiece didn't get hot. Handpiece failed specs due to gear on turbine broken in half, causing the handpiece to run loud/rough during testing. Also found rust built up in turbine. Dry bearings.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.